Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they had sensor issues and that they experienced low blood glucose levels of 38 mg/dl which was treated with food and glucose tablets. The caller declined troubleshooting for low blood glucose. The customer¿s blood glucose level was 150 mg/dl at the time of the call. Troubleshooting for the sensor alarms was not completed as the customer was reporting a past event. The insulin pump history was reviewed for (B)(6) 2017. There was change sensors alert followed by calibration not accepted alert, suspend on low, even though the customer did not have a low blood glucose or sensors glucose, and calibrate now alert. The customer stated that they were flying at the time of the incident. The sensor will be returned for analysis. The insulin pump will not be returned for analysis.